Event description:
An effusion was observed during a left atrial procedure. Pericardial effusion was noted with ultrasound and a pericardiocentesis was performed. The pt stabilized and the procedure was completed with a different catheter. The pt recovered with no further sequelae. There was no malfunction of the device.

Manufacturer narrative:
The IFU lists pericardial effusion as a potential adverse event for the device. The IFU states the only devices which the artisan is cleared for use are the polaris-dx steerable diagnostics catheters made by boston scientific corporation and the livewire electrophysiology catheters made by st. Jude medical. Summary of investigation: artisan was evaluated according to standard failure analysis protocol. The artisan catheter passed all visual inspections with no observed issues. The artisan catheter programmed values matched original values. The artisan catheter was manipulated with the cool path involved with in the incident still loaded in the artisan, and non-instinctive driving was observed. The artisan was then tested with a different MFR ablation catheter, and with no catheter loaded, and no issues with manipulation were observed.